Event description:
On (B)(6) 2013, the reporter contacted lifescan USA alleging test strips and lancets were missing from their meter kit. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 (06/27/2013)-device evaluation: the products have been returned and evaluated by lifescan product analysis on 6/21/2013 with the following findings: the products have been returned to lifescan in a condition that made analysis impossible; the returned test strip vial was empty and did not contain any testable strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.